Event description:
An employee from the emergency room (ER) at kessler hospital called and indicated that the patient's "ICD malfunctioned. Didn't work when patient went into cardiac arrest. All the mds and nurse are saying it didn't work." Event follow-up indicates that the patient had received appropriate shocks. The device did not malfunction. The patient had two supraventricular tachycardia (svt) episodes in a very short period of time, which the device treated appropriately. The ER personnel did not understand the high rate settings of the device, which are due to the patient's condition, and that led them to believe the device wasn't functioning appropriately. The patient has advanced stages of congestive heart failure (chf) and needs a heart transplant. He was in the hospital because he did decompensate and has shortness of breath due to chf.